Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
It was reported that the right ventricular (rv) lead exhibited impedance measurement issues, high threshold measurements and undersensing. The lead was explanted and successfully replaced. No additional adverse patient effects were reported.